Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl and the current blood glucose was 398 mg/dl. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.